Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned drill was inspected under magnification. The batch number of 2.8mm quick release drill (pn 80-0387) was confirmed as 445671. Under magnification, the entire shaft of the drill showed no signs of significant wear. The tip of the drill had broken off, and the broken portion of the tip was not returned. The overall length of the drill was measured to confirm fracture point and approximate how much material had broken off the drill tip. The returned drill measured 6.1175 inches indicating that approximately 0.8825 inches had broken off the drill and was not returned. The fracture surface was nearly straight across the drill, perpendicular to the long axis of the drill shaft. The fracture surface appeared brittle and gritty in appearance indicating a shear fracture from a single high-energy event. Due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
During the procedure, the drill broke when drilling the distal tibia. The broken piece of the drill still remains in the patient's bone. No further information was provided.